Event description:
It was reported that a flogard infusion pump was out of service. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected and functionally tested. The reported condition of the device being out of service was confirmed as a pole clamp issue. The cause of the reported condition was a missing pole clamp knob. To correct the issue the pole clamp knob was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a supplemental report will be submitted.